Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests and got results of 70, 83, 90 and 222 mg/dl. Tests were done 10 minutes apart, using the same fingerstick. No symptoms were reported.